Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, heavily tortuous lesion in left anterior descending artery (lad) segments seven to eight. The lesion was crossed with non-abbott guide wire and confirmed with intravascular ultrasound (ivus). Due to ivus not crossing, the non-abbott guide wire was switched to viperwire advance coronary guide wire and oad delivery was attempted, but it could not cross. The viperwire was replaced with non-abbott guide wire and rotational atherectomy was performed with 1.25 rotational atherectomy device. After confirming with ivus, orbital atherectomy was again attempted. The non-abbott guide wire was replaced with viperwire. Three thirty-second treatments with the oad were performed as usual. After oad removal, the viperwire tip was noticed to be not moving. Upon removing the viperwire, its tip was confirmed fractured. Attempts to snare the non-radiopaque fractured tip were unsuccessful. The fractured component remained in the side branch. The lesion was dilated with conventional balloon and drug-coated balloon. The procedure was completed without further complications. In the opinion of the physician, the fracture occurred due to the spring tip getting trapped in the side branch due to patient anatomy, causing tension to build up. There was no viperwire bias. The oad crown did not jump prior to the fracture and did not cause contact with the spring tip. There are no future plans to remove the fragment and no concerns about potential long-term risk outcomes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of heavily calcified, heavily tortuous lesion in left anterior descending artery (lad) segments seven to eight. The lesion was crossed with non-abbott guide wire and confirmed with intravascular ultrasound (ivus). Due to ivus not crossing, the non-abbott guide wire was switched to viperwire advance coronary guide wire and oad delivery was attempted, but it could not cross. The viperwire was replaced with non-abbott guide wire and rotational atherectomy was performed with 1.25 rotational atherectomy device. After confirming with ivus, orbital atherectomy was again attempted. The non-abbott guide wire was replaced with viperwire. Three thirty-second treatments with the oad were performed as usual. After oad removal, the viperwire tip was noticed to be not moving. Upon removing the viperwire, its tip was confirmed fractured. Attempts to snare the non-radiopaque fractured tip were unsuccessful. The fractured component remained in the side branch. The lesion was dilated with conventional balloon and drug-coated balloon. The procedure was completed without further complications. In the opinion of the physician, the fracture occurred due to the spring tip getting trapped in the side branch due to patient anatomy, causing tension to build up. There was no viperwire bias. The oad crown did not jump prior to the fracture and did not cause contact with the spring tip. There are no future plans to remove the fragment and no concerns about potential long-term risk outcomes.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported material separation resulting in foreign body in patient and unexpected medical intervention appears to be related to user error. In this case, it is likely that the material separation resulting in foreign body in patient and unexpected medical intervention is due to device placement and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.